Manufacturer narrative:
The device history record for lot 75cj2515 was reviewed. No anomalies were noted on the lot release paperwork. The device was not returned, without a product return, no product evaluation is able to be conducted. The current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during the procedure the surgeon stapled the bronchus but said the staples did not form into b's. The surgeon sewed over the staple line to complete the case. There were no reported patient impacts.